Manufacturer narrative:
The information described in this report was collected by the society of vascular surgery patient safety organization for the vascular quality initiative (vqi). Vqi data is double blinded, and is not managed, maintained or supervised by gore or any representative of gore. No additional information related to this event will be made available to gore by the vqi. Therefore, further investigation is not possible. The lot number of the gore device was not provided. Therefore, a review of the manufacturing records could not be performed and the UDI number is not available. The cause of the aortic expansion were not provided. Complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to: neurologic damage, local or systemic (e.g., stroke, paraplegia, paraparesis).

Event description:
It was reported to gore via the vascular quality initiative (vqi) that on an unknown date in 2015 a patient underwent emergent endovascular treatment of symptomatic acute dissection in zone 3, which extended to zone 13. The tevar indication was malperfusion. The primary entry tear was located in zone 3 and was covered. Three conformable gore® tag® thoracic endoprosthesis (tgu313110, tgu313115 and tg8282815) were implanted within zones 3, 4 and 5. At the time of the initial procedure, the maximum aortic diameter and was reported to measure 30mm, zone not identified. During the procedure it was also reported the patient had a septal fenestration wherein an intentional opening was created endovascularly within the dissection septum. Post-operative complications for the patient were reported to be dysrhythmia and a bi-lateral ischemic cerebro stroke and both respiratory and pneumonia complications that required reintubation. The patient was transferred to the intensive care unit (ICU). On an unknown date between pod 18 and 28 the patient was reported to have required reintervention for renal ischemia which was treated with medical rx, and intestinal ischemia which required bowel resection were also reported post operatively for the patient. Additionally, the patient experienced lower body paraplegia and paralysis. Spinal ischemia was reported for the patient. On pod 28 it was reported that the patient expired from causes not related to treatment. Further investigation is not possible as identifiable data as to site(s), physician(s), patient(s), device(s) and/or specific date(s) are not being provided.